Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Investigation was unable to duplicate reported issue. The ups powered on with returned batteries. Charge for at least 6 hrs. Perform 5 min load test. Passed, 6 min 23 sec. Install new batteries and charge for at least 6 hrs. Perform 5 min load test. Passed, 6 min 45 sec. Recharge batteries for at least 6 hrs. No problem or failure found with ups unit.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced the uninterruptible power supply (ups) to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, when unplugging the imaging system from a wall outlet, the viewing station of the imaging system powered down without prompt from the user. No additional information was provided. There was no patient present when this issue was identified.